Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated erroneous electrolytes results which were reported out of the laboratory. Customer reported that the erroneous results were amended. Customer indicated qc (quality control) was in range before the event but immediate reruns of qc following the event showed qc was not in range. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found line #13 was full of air bubbles. The fse replaced the cap and the straw. The fse found the ratio pump was leaking air. The fse replaced the ratio pump. The fse found 2 quad rings on the carbon dioxide reference electrode. The fse corrected the issue. The fse also found a clog in the electrolyte injection cup (eic) as well as a cracked block. The fse replaced the eic assembly, the cl electrode and verified performance.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01380.